Event description:
Reporting status: malfunction. Reporting rationale: shaping ribbon separation has caused or contributed to patient injury previously. Device issue: shaping ribbon separation. It was reported that the bmw guide wire was used in the left marginal branch. When the bmw guide wire was removed from the patient body it was found to be torn/ frayed. This is being reported based on the analysis of the returned device which revealed a separation of the shaping ribbon. No additional event or patient information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The tip coils were stretched out distal to the center solder, the tipball was attached to 4 mm of unstretched coils. The shaping ribbon separated 7 mm proximal to the tipball. The core and coils are still intact. The end of the shaping ribbon was twisted. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Analysis of the guide wire showed the tip coils were stretched out distal to the center solder, the tipball was attached to 4 mm of unstretched coils. The core and coils were still intact. The shaping ribbon separated 7 mm proximal to the tipball. The end of the shaping ribbon was twisted. A twisted shaping ribbon is usually indicative of overtorquing of the guidewire. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing it to separate. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. The incident description did not indicate that the tip of the guide wire became trapped and stuck in the vessel, but the lesion was reported as heavily calcified. A calcified lesion usually requires heavier torquing or forceful pushing on the guide wire to cross. The sem shows that the guide wire had been overtorqued beyond the strength of the guide wire resulting in guide wire failure. The instructions for user warns, "before a guide wire is moved or torqued, the tip movement should be examined under fluoroscopy. Never push, auger, withdraw or torque a guide wire which meets resistance". The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. The lot history record was reviewed. There are no non-conforming material reports associated with this lot number and part number. The reported incident circumstances will be monitored. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. In addition quality control performs on line reliability testing and verify product quality. This MDR is considered closed by the product performance group.